Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information. G2: report source- corrected information. Please disregard use of 'consumer' on initial report. H2: type of follow up- corrected information. H6: corrected information. Please disregard use of code '4121' on initial report.

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.